Event description:
It was reported that this pacemaker recorded a code 1003, a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery condition. Device replacement was recommended once rf telemetry is disabled. This device remains in service and no adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. It was also reported that there was a concern for premature battery depletion. No additional adverse patient effects were reported. This device has not been returned.